Manufacturer narrative:
It was reported that "port seperated from the line" when syringe was attached. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Detached sample port.